Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging obtaining a control solution reading of either "115 or 113 mg/dl" with the subject meter. The reporter stated the reading fell below the control solution range printed on the vial of test strips. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up # 1: ((B)(6) 2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013, with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.